Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (intermittently won't power up) was confirmed. Upon investigation, the monitor was not fully booting up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's monitor was intermittently powering up. The pt was issued a replacement monitor.